Event description:
Information received indicates the brake pedal will lock but the brake is not holding.

Manufacturer narrative:
The technician rebuilt the worn brake block mechanism to repair the bed.